Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home due to low blood glucose. Customer stated that he was unconscious due to low blood glucose. Customer stated that the insulin pump over infused insulin and caused low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.